Manufacturer narrative:
(B)(4). Method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
A second degree burn with blister of approximately 2 cm in diameter was observed on patient after an examination with the sense cardiac coil. Further details have not yet been provided by the hospital and investigation is still on going.